Manufacturer narrative:
(B)(4). Lot# 090919, date of manufacture: 09/19/2009. Method: the two (2) complaint humidification chambers were visually inspected and tested with vent filter spikes. Results: the vent spike filter had been removed from the vent spike body of the first complaint chamber. The filter was reinserted into the spike and tested. The filter cap opened without the filter being removed. The vent spike filter was missing from the vent spike body of the second complaint chamber. A vent spike filter was inserted into the spike body and tested. The filter cap opened without the filter being removed. Conclusion: all mr290 autofeed humidification chambers are pressure tested following the mfg process to check for leaks. Any chamber which fails the pressure test is rejected. A loose or missing vent spike filter would cause the chamber to fail the leak test. This suggests that the filters were removed post-production, possibly during set-up. It is possible that excessive force was applied to try and remove the caps incorrectly, causing the filters to detach. The force required to open the cap is less than the force required to remove the filter. When the chamber filters were tested, there was no fault found as the caps opened without the filters being removed. (B)(4).

Event description:
A hosp in (B)(6) reported via a distributor, that the two (2) mr290 autofeed humidification chamber had dysfunctional vented holes. It was reported that the faults were found prior to pt use.